Manufacturer narrative:
Section d information refers to the main device. The other relevant component includes: product ID a810 lot/serial# unknown, implanted: n/a, explanted: n/a, product type software, ubd: n/a, UDI#: n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the doctor reported the event to them. The office used a clinician tablet with the most up to date app version to program the pump. The patient¿s weight was not made available by the hcp. The event had since been resolved. No further information was available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2020-jun-08 regarding a patient receiving dilaudid (50mcg/ml at 43.93 5mcg/day) via an implanted infusion pump. It was reported that the pump was empty. The patient reportedly did not come in for their refill on time, and the drug would not be in until (B)(6) 2020. The representative was to try to silence the alarm and advise the healthcare provider (hcp) to check the pump for a discrepancy a week after refill. It was later discovered that the pump went empty due to a programming error. The hcp had implanted the pump on (B)(6) 2020 and filled it with preservative free normal saline (pfns) at that time. The representative believed that the first refill was on (B)(6) 2020 and this was when the programming error occurred. The clinic had ordered dilaudid 0.15mg/ml, but someone had programmed the dilaudid at a concentration of 50mcg/ml instead of 150mcg/ml. This drove the flow rate up to 0.86ml/day when it should have been 0.29ml/day. The clinic did not realize that the "refill pump before" date had shortened since the flow rate of the pump was so much higher than expected. It was calculated that the patient was actually getting 129mcg/day, but had been without that since (B)(6) 2020. The pump was to be refilled on (B)(6) 2020 with a 0.15mg/ml concentration. It was noted that the patient had been fine. No further complications were reported or anticipated.